Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to battery tube connector not plugged in properly. The device had minor scratched display window.

Event description:
Customer's mother reported her daughter's insulin pump has a blank display. Mother stated she tried two different batteries and the issue persists. The device is not damaged. Customer uses energizer batteries. The battery compartment and springs are not damaged. Customer inserts a new battery and the display is still blank. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.